Manufacturer narrative:
Returned device was evaluated and found to meet all functional requirements. Reported incident was not confirmed. A review of historical complaint records indicate this is the first notification breg received related to this incident.

Event description:
Breg received medwatch report alleging leaking of pc cube unit. No report of injury involved with the report.